Event description:
It was reported that the patient felt stimulation and pain in her whole bottom when it was set to above 2.0 volts. When stimulation was reduced the pain went away. The patient's symptoms were being managed through medication, and her hcp told her to leave stimulation on at 0.2 volts for 10-15 days. The patient had only been using her device when needed, which wasn't much because her medication had been controlling her symptoms. The patient felt an overstimulation sensation after reprogramming and turned the device off. The patient was instructed to change the settings to 0.0 volts before turning the device back on. The patient later experienced a loss of therapeutic effect, and reported that she had been told to set stimulation at a level where she could feel it, and then decrease it by 0.2 volts. The patient had to decrease stimulation to 0.2 volts to urinate, and then increase it to 0.3 volts to relieve her overactive bladder. Stimulation was causing pain in her lower leg and back, and the patient wanted to change the program. Two weeks later the patient experienced a loss of therapeutic effect and return of urinary frequency. She felt a temporary shock from the ins pocket to the pelvic floor and down the leg when she hooked up the antenna and pressed the button to turn the patient programmer on. The patient then turned the patient programmer off, but the neurostimulator remained on. It was noted that the patient had not yet found a program that provides effective control without uncomfortable stimulation, but would try a different program. Ten days later it was reported that stimulation was intermittent. After five days on the current program the patient noticed the intermittent sensation, which became irritating at night and prevented sleep. The current program was at 0.3 volts, but did not provide symptom control at 0.2 volts. The hcp had instructed the patient to use low levels of stimulation as she could feel stimulation in her urethra even at .1v on one program. The patient stated she would lose therapeutic affect after about 2 weeks on a program and then she would change programs and was good for another couple weeks. It was noted that a nurse at the hcp office had stated that the hcp felt that this device was not helping the patient and she should consider removing the system given her high anxiety regarding the device. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3889-28, lot # v714946, implanted: (B)(6) 2011, explanted: na; programmer model 3037, serial # (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v714946, implanted: (B)(6) 2011, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# v714946, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient turned their stimulator off 2 years ago and the device was not working since implant. The device was not controlling their symptoms and the patient went on a diet and got off some medications and now their bladder issue had resolved. There was nothing wrong with the product, the patient's body just adjusted to the different programs.